Event description:
Baxter (B)(4) received a report that one (1) half day infusor, 5ml/hr 12pk. Device ruptured into the housing after being filled with desferrioxamine. The reporter states that after filling the device with desferrioxamine, solution leaked into the housing- the balloon had burst. On filling another device with the same drug, it happened again . This will reference report 2 of 2, as the facility reported 2 devices. No patient involvement, as this occurred during filling.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition of a ruptured reservoir. As a result of the rupture, approximately 50 ml of solution collected in the housing. The root cause was determined to be a manufacturing defect. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.